Event description:
The customer reported to olympus, that the bronchovideoscope had a black image and the clamp channel was leaking. The issue was found during reprocessing for a diagnostic bronchoscopy procedure. The intended procedure following the reprocessing was completed using a similar device with no reports of patient harm.

Manufacturer narrative:
E1/establishment name: (B)(6) added here due to character limitation in respective field. The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was not confirmed. The device evaluation found that there was no image. It was also found that the channel tube was leaking. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The root cause could not be identified. The instructions for use (IFU) states the following guidelines: important information ¿ please read before use precautions: caution: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide". If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity". " based on the results of the investigation, a definitive conclusion could not be determined. However, based on the reported failure and condition of the returned device, investigators believe that a likely cause could be conduction failure. The channel tube was found leaking, and fluid invasion could have compromised the conduction connection location by way of corrosion build up. Olympus will continue to monitor the field performance of this device.